Event description:
The patient fell on the device. After the fall, the patient felt that her system was not working properly and wanted it replaced. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
The implantable neurostimulator (ins) has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.